Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on 12/15/2011 and 12/20/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt who sees yellow discoloration following intraocular lens (iol) implant surgery. Additional info has been requested.